Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Episode of non-sustained right ventricular oversensing was observed. It was discussed to perform isometrics, pocket manipulations, deep inspirations and/or coughing in attempt to reproduce the noise. Patient will be monitored with routine follow up.

Event description:
New information received indicated that the oversensing could be related to a radio antenna, and the patient was advised not to come close to it.